Manufacturer narrative:
There are no other reported complaints for this lot lb1543229.

Event description:
A diabetic patient underwent carpal tunnel revision surgery and received an axoguard ha+ nerve protector on (B)(6) 2024. The device was explanted on (B)(6) 2024 due to the patient suffering from some wound complications after patient removed wound dressing as instructed. There is a possibility for allergic reaction, but detection of neutrophils or eosinophils in the culture was not reported following discussion with the pa, which makes it hard to draw any definitive conclusion. Contributing factors may include use of celecoxib which may potentially impact or delay the immune response and macrophage infiltrations necessary for device remodeling as well as patient's diabetes status, which may contribute to delayed wound healing and cellulitis. There is insufficient evidence to conclude that the reported adverse event of wound complications was related to the axoguard ha+nerve protector.